Event description:
This patient experienced declining performance with the device. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery occurred 2002.